Event description:
The pt was brought to the or in 2009 for left laparoscopic radical nephrectomy. The case proceeded in standard fashion with dissecting the hilum. One artery and vein were taken without any complications. The rp45 stapler misfired on the second artery, and we encountered massive hemorrhage.

Manufacturer narrative:
Date sent: 10/14/2009. Device status is unk at this time. Eval summary: on 09/23/2009: contacted rm, she will be faxing over a copy of the uf medwatch report. She is retaining the device at the account. On 09/24/2009: user facility medwatch rec'd. On 09/24/2009, spoke with risk mgr, she had no further detail around "misfired" - that was how the surgeon explained it. Photos were taken of the specimen with the staples. An autopsy was performed yesterday. Rm will call back with further detail on misfired, whether the dr will speak to ees md, and if she can provide copies of the photos to ees. An onsite analysis can be performed, but we will have to wait until next week to schedule. On 09/29/2009: ees corporate account director rec'd a call. The caller was asking questions about our ats 45 stapler and its performance/safety features. The details as he stated them are as follows: there was an incident with an ats45 stapler with a pt consequence (renal artery) in 2009. The hosp filed a medwatch form the next day. He was unaware if any ees personnel were contacted or if a product inquiry was filed. The lot # for the instrument was f4nx2a. Caller requested hearing back from someone in our quality department. Please note that the caller is not an employee of the hosp itself. At about 11 days later, contacted the caller, he explained his role as a consulting position for all of the facility's accounts. He requested if the device lot # in question was shipped with a protective sleeve. I indicated that the device was manufactured in june of 2009 after the sleeve was implemented. He requested if any action was being taken on this lot #, I indicated that there was no field action on this lot #. He indicated that the device had "severed or cut a renal artery". He also stated that procedure started out laparoscopically, and there was a need to convert the procedure to open. He also requested a copy of the package insert for the device. Package insert emailed to the consultant. On 09/29/2009, batch # f5v92m was the only batch in the reported lot. Device MFR date: 06/03/2009. No anomalies were noted during the batch record review. On 10/01/2009, left vm requesting update on availability of info, device analysis status, and surgeon conversation. On 10/14/2009, left 2nd vm requesting update on availability of info, device analysis status, and surgeon conversation. Add'l info from the user facility report: ethicon, endopath ets-flex45 stapler.

Manufacturer narrative:
Tracking # (B)(4). Date sent: 12/16/2009. Evaluation summary: additional followup information: on 11/23, spoke with biomedical engineer at the (B)(6), he indicated that he is still waiting to coordinate the visit, he also indicated that the account could reproduce the event and he was able to provide the following related to the event, "the device was fired 4 times successfully and on the 5th firing the device cut but did not staple the artery. This was reproduced by incorrectly loading the cartridge onto the device." A conference call was held on (B)(4) 2009 with (B)(4) associates dr. (B)(6) and (B)(6) staff ((B)(6)). (B)(4), legal officer cited the discussion was privileged under 38 usc 5706 which she stated is a privacy privilege accorded the (B)(6). The device in question is being sent to ecri for analysis. A request by (B)(4) was made to observe the analysis, the request was denied. The device will have no destructive testing performed and the analysis results will be shared with (B)(4) upon completion. Dr. (B)(6) began with reviewing the event that occurred. He prefaced that he has been using ees staplers for 6 plus years. He likes the device. He mainly uses the devices for kidney cancer/nephrectomies, bladder cancer/cystectomies, typically performing 6, 7, 8 firings. He has significant experience using the device. The day of surgery he has was performing a laparoscopic radical nephrectomy. Two arteries and two veins were present. This was unclear from the preop CT but the vessels were visible during dissection. They experienced difficulty with the first endocutter device in that "the cartridge came out of the device when fired" and therefore, they discontinued use of that device. The first two firings of the second device occurred without incident. All firings were performed by the resident and white reloads were utilized. When dividing the last artery, the artery was placed between the jaws by the resident. Dr. Amiel was operating the camera. The resident "fired the device in an articulated fashion for a good angle and a huge gush of blood into the camera upon firing.", they immediately converted to open. A postmortem was performed that revealed many open staples, with no staple on the artery transected. The device was being loaded by the scrub tech (dr. (B)(6) stated the scrub tech was "30 years in the business"). The scrub tech was confident in the cartridge presence and dr. (B)(6) indicated it was his job to verify the presence of the cartridge. Dr (B)(6) did not believe the device was difficult to close. The kidney was skeletonized and there was no excess tissue. No clips were used on the renal hilum. Patient was a (B)(6) year old male, not in good health. However, dr. (B)(6) stated his comorbidities should not have impacted his recovery. Dr. (B)(6) also advised there were other issues in the or with blood replacement which was also a contributing factor to the patient demise. A clamp was placed on the artery, the patient was then opened. The anesthesiologist indicated that the patient's pressure was dropping and CPR had begun. Due to the pressure from CPR the clamp moved and tore the artery. Due to the other issues in the or not provided. A vascular surgeon was called in to assist with the repairs. Dr (B)(6) indicated that the ees device was more robust than other devices. However, he indicated that if he has a malfunction it is usually when the device is articulated to extreme. According to dr. (B)(6), "nobody is blaming the stapler as sole reason" regarding the patient death.